Event description:
Related manufacturer report number: 2017865-2023-42927. It was reported, that the patient presented in clinic with pocket erosion. The pacemaker and right ventricular lead were explanted. The patient was in stable condition.